Event description:
Original analysis determined, that the complaint applied to remedical action exemption, e2005015. During the evaluation of the unit, the reported failure was confirmed. The failure was isolated to the main pcb. This is not associated with z-0664-05. There was no pt harm reported.